Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a balloon rupture had occurred. A fistuloplasty was being performed. A peripheral cutting balloon was first used. The 8.0 mm x 40 mm ranger balloon was then used and ruptured on the first inflation at ten atmospheres. The procedure was successfully completed with a different device without issue or patient injury.